Event description:
It was reported that there was oversensing and a lead fracture. The lead was capped. During implant attempt of the replacement lead, after the lead was connected to the device, the r-waves dropped, and impedance and threshold had increased slightly. On fluoroscopy it appeared as if the lead had not moved. The physician decided to reposition the lead, and the helix was retracted without incident. When the lead was in the new location, the physician tried to extend the helix multiple times, without success. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there were several distorted conductors, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.